Event description:
It was reported that there was a malfunction resulting in battery failure which will cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable per update, the issue was not duplicate. The case is not reportable. Per doc1511210 country specific post market and research event reporting reference, this record has been assessed as not reportable in all regions at this time. Based on the information available, this issue did not cause or contribute to a death or serious injury and it is unlikely to result in a death or serious injury, illness, deterioration of state of health or harm should it recur.